Manufacturer narrative:
Field service specialist (fss) visited the account checked laser. Gel flaps were done and no failure was detected. Account mentioned to fss during visit that printer was having issues and a new printer was installed on 2/15/2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported patient had intralase lasik procedure in both eyes and presented with diffuse lamellar keratitis (dlk) in left eye only at one day post treatment. Steroid drops were increased and an oral steroid was added. This patient also had flaps in both eyes lifted. One (1) day post op uncorrected visual acuity: left eye j1-j2 (near eye for monovision).